Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, that a cartridge alarm occurred, during basal delivery. The customer, experienced an elevated blood glucose (bg) level. The customer¿s continuous glucose monitor read "high¿. However, a specific bg value was not provided. A correction bolus was delivered to address bg. The customer loaded a new cartridge to clear the alarm. And resumed insulin therapy successfully.